Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. The patient was seen in clinic. Multiple tests were completed and acceptable impedance and threshold measurements were obtained. No adverse patient effects were reported.